Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during an elevate anterior procedure, bleeding occurred in the area of the sacrospinous ligament after insertion of the apical arm. The bleeding was controlled by compression. A drain was placed when closing the vaginal wall with 500 cc of blood noted the following morning. The patient was reported to be doing well.